Event description:
On (B)(4) 2013 while reviewing the patient¿s programming history, it was observed that on (B)(6) 2007 a system diagnostics test was performed that faulted and changed the patient¿s settings from output=0.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min; magnet output=0.5ma/magnet pulse width=250usec/magnet on time=60sec to magnet output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min; magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. Although the patient was re-programmed afterwards, not all the parameters were corrected and the patient left the visit at unintended settings.

Manufacturer narrative:
Analysis of programming history.